Manufacturer narrative:
Information contained in this report was previously submitted under mrn 9617229-2023-10841 which was a duplicate record. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been identified that this record, mrn 9617229-2023-04044, is a duplicate of mrn 9617229-2023-10841.

Event description:
Patient reported pain, migration and rupture. The device has been explanted.

Event description:
Patient reported pain, migration and rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, migration and rupture.